Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 362 mg/dl at the time of the incident. Customer states that she has been having trouble with reservoirs leaking and got a new pump on saturday and the replacement reservoirs she got are leaking in the new insulin pump. Customer states that she is using a reservoir that her hcp gave her during her visit today and it is not leaking. Customer states that she has 3 boxes of reservoirs at home with the same serial number and only one of the three boxes are open. Customer states that she does not have the reservoir that was leaking that she had in the pump. Customer states that she has changed out her reservoir 4 times , but did not realize a leak and her blood glucose have been high since change the reservoir. Customer states that she does not want to receive replacements with the same lot number that she is returning. Customer reports the type of moisture exposure was insulin. Customer states there is fluid in the reservoir compartment. The leak was past the second o-ring. Customer states the location of the leak is under o ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir and insulin pump will be returned for analysis.